Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was leaking oil.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences. No further information has been provided.

Event description:
The user facility reported that the device was leaking oil.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences. No further information has been provided.